Event description:
A durable medical equipment supplier (dme) reported that a pt returned a CPAP and heated humidifier system after an alleged thermal failure. There was no report of pt injury or harm. No property damage was reported. The heated humidifier and CPAP device were evaluated by the MFR's service center. During eval, the MFR confirmed thermal damage to the device enclosure proximal to thermal damage on the printed circuit assembly in the location of the heater-plate connector. The MFR is continuing to investigate the allegations of the thermal event.